Event description:
Event description guidant received information that the patient with this pacemaker was returned to the operating room, after the implant procedure due to suspicion that the leads were reversed in the header of the device, however, this was never verified. Lead measurements were checked with the pacing system analyzer (psa), and then reconnected to the device, however, no capture was obtained in the atrium. The terminal pin was verified to be fully inserted, and the setscrews tightened. It was suspected that there was fluid in the header of the device, and therefore, it was explanted and successfully replaced with a new guidant device, which was able to capture at the same measurements as the psa.